Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2019-13378, 1627487-2020-00761. It was reported the patient experienced ineffective stimulation at an unknown date. In turn, the patient underwent a surgical intervention on (B)(6) 2020, wherein it was reported the entire scs system was explanted.